Manufacturer narrative:
Siemens filed the initial MDR 9610806-2021-00035 on 01-apr-2021. Additional information (28-apr-2021): siemens performed additional testing on the affected patient sample. The two aliquots of the sample were run for free light chains type lambda (flc lambda) using a 1:5 dilution and a 1:20 dilution, both times recovering low and out of the measuring range. The two aliquots were also run for flc lambda using a 1:32000 dilution, recovering 53400 mg/l and 50900 mg/l, respectively. The sample was confirmed to be in antigen excess range. The reagent is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Antigen excess cannot be excluded as a cause of the falsely low results. A high dose hook effect, which occurs in a state of antigen excess, can result in falsely lowered values. The affected sample is in the antigen excess range with a flc lambda value of 55,000 mg/l. With known highly pathological samples, the customer should initially run the sample with higher dilutions. The cause of the event is a sample specific issue. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely low free light chains type lambda (flc lambda) results were obtained on a patient sample on an atellica neph 630 system using n latex flc lambda reagent. The discordant results were obtained using a 1:20 and 1:5 dilution. The discordant results were not reported to the physician(s). Prior to obtaining the discordant results, the same sample had been run for flc lambda under a different sample ID using a 1:32000 dilution, resulting higher. The initial higher result was reported, as the correct result, to the physician(s). The are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low flc lambda results.